Manufacturer narrative:
Initial.

Event description:
It was reported that during meal boluses the pump generated occlusion alarms that interrupted delivery, resulting in only partial meal doses until the user changed all infusion set supplies, consistent with an obstruction of flow associated with the connector/coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a missed dose without hospitalization. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.